Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, during intravenous chemotherapy, a peripherally inserted central catheter (PICC) kit and accessories were used for the patient to undergo PICC placement. The placement process went smoothly, with standardized maintenance during the procedure. On (B)(6) 2026, the patient was admitted for routine chemotherapy, and upon admission, mild redness was observed at the PICC insertion site, with no other abnormalities. On (B)(6) 2026, during intravenous chemotherapy with continuous infusion of fluorouracil, the nurse maintained the puncture site, and when the dressing was removed, leakage was found at the catheter site, with redness in the surrounding tissue. The puncture site was immediately flushed repeatedly with normal saline, followed by wet dressing with dexamethasone. The patient reported itching around the puncture site and received psychological comfort, with continued symptomatic treatment thereafter. A professional nurse trimmed the damaged part of the catheter, replaced the connector, and continued use.